Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to test off no power anomaly due to connector being unlocked. The insulin pump place it locked connector and monitor for 4 days and passed all current test. No off no power anomaly after place it locked the connector noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had off no power anomaly. Customer's blood glucose was 13 mmol/l. The customer stated power went off without any warning and no warning of low battery. The customer stated that battery replaced several times. The customer stated buttons don't respond always. The customer was advised to return the product for analysis and it would be replaced.